Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm the home patient (hp) reported air in the patient line. The event occurred during fill one on the home choice (hc). There was nothing found during troubleshooting that would cause or contribute to the air in the line. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.